Event description:
A customer contacted beckman coulter inc. (Bec) stating that the green hose on the left hand side behind the au681-02e clinical chemistry analyzer kept popping out and caused leaking. The customer tried to tighten it but was unable to. A small amount of water waste (light spray, detergent water) was on the floor from the tubing that popped off. 3. No injury or exposure was reported and no erroneous results were generated.

Manufacturer narrative:
A field service engineer (fse) went on-site and replaced the tie wrap connections on output of vacuum pump with hose clamp and secured slippage with tie wrap. This resolved the issue and the customer is now operational. The bec internal identifier for this event is (B)(4).